Event description:
It was reported that the insertable cardiac monitor (icm) device caused the patient pain. The patient reported they experienced multiple painful incidents. The icm device was then surgically explanted. No other devices have been implanted at this time. The device is not expected to be returned. No additional adverse patient effects were reported.